Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clevis pieces were broken on both sides. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the fallen piece was retrieved immediately with forceps.

Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The device was being used to retract the kidney. The articulating part broke apart and fell into the abdominal cavity of the patient. The fallen piece was retrieved immediately. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.